Event description:
The account reported tha the bed has no audible bed exit or brake not set alarm. The bed was located in bed storage on the 3rd floor at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician investigated and could find no visible evidence of damge to the alarm box or cable assembly. The technician is unsure of the use at ths time. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.